Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent lysis of adhesions on (B)(6) 2015. It was reported that the patient experienced pain, and obstruction following surgery. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-14032022-0001147361 submitted for adverse event which occurred on (B)(6) 2016. Mwr-13072022-0001219709 submitted for adverse event which occurred on (B)(6) 2015.

Manufacturer narrative:
Date sent to the FDA: 08/15/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.